Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available, and is returned and evaluated, the manufacturer will file a follow-up report, detailing the results of the evaluation.

Event description:
Information was received that reported a pt was hospitalized in 2008, due to an incident of hypoglycemia. The pt states when he went to bed the previous day, his blood glucose was normal. When he awoke the next day at 11:00 am, his blood glucose was very low; he reports he ate a lot of food to get his blood glucose up to 98 mg/dl. At around 5:00 pm, he started to feel low again. Reportedly, he passed out and the paramedics were called. They measured his blood glucose as 21 mg/dl. They treated him for the low and transported him. His blood glucose was 91 mg/dl upon admission to the hospital. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report, had not been returned for evaluation.